Event description:
"Dealer advised that the battery did not charge the batteries or did not do it very well, and it also became very hot to the touch and smelled hot. No reports of sparks, smoke, flames, etc. Replacement charger on (B)(4)." No alleged injury.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model m41srb, serial number/date code (B)(4) is approximately 1 month 2 months old. The owner's manual part number 1023891 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.